Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues, fluid loss and hole in the device were able to be confirmed through product analysis. However, product analysis was unable to confirm the reported allegations related to the capsular contracture and fibrosis. The reported patient symptoms are a known risk associated with ams 700 procedures and are noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the pump identified a hole in the kink resistant tubing (krt) result of fatigue and being worn to filament. Under the microscope, the pump was found to be contaminated, therefore, it could not be functionally tested. Visual and microscopical inspection of the cylinders revealed that both cylinders had detached from avulsion in the outer tube and had broken fabric threads in the cylinder bodies. Cylinder 1 had a leak result of sharp instrument damage consistent with explant. Cylinder 2 had a bulge when it was inflated with a syringe. The krt of both cylinders were worn down to filament. The cylinders were not pressure tested due to the leak and bulge identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists capsular contracture and fibrosis as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure the existing cylinders and pump were removed and a new ipp system was implanted. The reservoir could not be removed as it was attached to the bladder by heavy encapsulation and fibrotic tissue. It was indicated that the encapsulation was a normal tissue reaction but the symptoms lead to reservoir misplacement. Upon explant, fluid loss was noted in the tubing and both cylinders as the components had burst. The patient was said to be stable and well following the intervention.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure the existing cylinders and pump were removed and a new ipp system was implanted. The reservoir could not be removed as it was attached to the bladder by heavy encapsulation and fibrotic tissue. It was indicated that the encapsulation was a normal tissue reaction but the symptoms lead to reservoir misplacement. Upon explant, fluid loss was noted in the tubing and both cylinders as the components had burst. The patient was said to be stable and well following the intervention.